Event description:
It was reported that the deep brain stimulation (dbs) patient experienced rapid depletion of the implantable pulse generator (ipg) battery after undergoing a revision procedure where additional leads were placed to address a new target area. The patient underwent a revision procedure where the ipg was replaced. The database analysis performed identified that rapid battery depletion began occurring after the lead revision procedure but was unable to confirm the root cause. Additional information was received indicating that the patient was doing well postoperatively.

Manufacturer narrative:
Device technical analysis: the returned ipg was analyzed and revealed it was able to be recharged in a single four-hour cycle. However, the database log revealed a slightly high stimulation off battery depletion rate of 14.42mv per day. The database log also revealed that the high voltage (vh) became higher after the procedure which likely contributed to a higher stimulation on depletion rate. Internal analysis of the ipg was performed and internal electrical measurements revealed excessive sleep current which confirms that the application specific integrated circuit (asic) chip was damaged. This damage is typically caused by the ipgs exposure to external high voltage or high current transient sources. Labeling review: a labelling review was performed based on dfu and it did not reveal any anomalies as it states: electrocautery: the use of a heated electric probe to stop bleeding during surgery. This can potentially turn stimulation off or cause permanent damage to the ipg especially if used near ipg. If this procedure is performed, your healthcare provider should review and follow the guidance provided in the information for prescribers manual.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced rapid depletion of the implantable pulse generator (ipg) battery after undergoing a revision procedure where additional leads were placed to address a new target area. The patient underwent a revision procedure where the ipg was replaced. The database analysis performed identified that rapid battery depletion began occurring after the lead revision procedure but was unable to confirm the root cause. Additional information was received indicating that the patient was doing well postoperatively.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced rapid depletion of the implantable pulse generator (ipg) battery after undergoing a revision procedure where additional leads were placed to address a new target area. The patient underwent a revision procedure where the ipg was replaced. The database analysis performed identified that rapid battery depletion began occurring after the lead revision procedure but was unable to confirm the root cause.